Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The mother stated that her daughter was having a high blood glucose reading of 450 mg/dl and did a correction two hours later. The customer's mother stated that her daughter's blood glucose reading was 467 mg/dl and she changed out the set. The customer's mother will call back once they change the set.